Event description:
The customer reported a burning plastic smell coming from the architect i1000sr processing module; however, no fire or smoke was observed. Additionally, the customer noted the instrument generated error message ec7000, temperature stability failed channel. The field service representative (fsr) inspected the instrument and found two charred components on the heater cooler board. No further evidence of fire was found on the other boards. There was no impact to patient management reported. There was no harm to the user reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found two charred components on the bd, heater cooler. The fsr replaced the bd, heater cooler which resolved the issue. The instrument service history review revealed no additional service tickets associate with smoke for the (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect did not identify any trends related to the complaint issue. A review of tracking and trending for the bd, heater cooler did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. The charred components were limited to the bd, heater cooler and the charring did not spread to other parts of the instrument. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) or the bd, heater cooler was identified.